Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval center (lirc). Device returned to lirc.

Event description:
Information was received that there was a revision surgery performed on (B)(6) 2017. As per the reporter, the rods failed to distract. During service a pin break was identified and debris in the housing tube.